Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 99% stenosed lesion was located in the severely tortuous and calcified left external iliac artery. The 4.0 x 20/135 f/g sterling otw balloon ruptured at 6atm on the initial inflation. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).